Event description:
The facility reported to baxter a flo-gard dual channel pump that is experiencing false occlusion in line alarms. The device would stop infusing when the occlusion alarm occurred. The patient was checked but there was no occlusion. The stopping of the infusion at every false occlusion alarm interrupted therapy. The device was swapped out and therapy continued. This problem was identified during patient use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.